Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is considered likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the voyager balloon ruptured. Reportedly, there were no patient effects. No additional event or patient info is available.